Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the blurry image was due to two consecutive broken element electrical components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the videoscope was found to have a blurry image. There was no patient involvement.